Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced system power manager (spm) to resolve the issue. The system was verified and ready to use. The spm was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, error 816 was found, indicating that the fault occurred in the field. A visual inspection revealed no issues directly linked to the reported event. The spm was installed in a golden system and underwent 10 power cycles during which error 816 was triggered. During system testing, the technician switched the spm to battery mode, which caused the entire system to power off, confirming that the system did not detect the battery for backup. The spm status was then reviewed and indicated that the power supply could not charge the battery, as shown by the absence of positive charging current. This replicated the reported complaint. Based on these findings, failure analysis concluded that spm was the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) regarding a no battery backup system message. The reported complaint remained after tse had the customer perform a hard power cycle on the patient side cart (psc). According to the customer, there was a 816 error occurring at start up, and the psc has remained plugged in all night. The procedure was completing as planned with no reported injury.